Event description:
Customer reported that with two infusion sets from the same box, the tubing was completely disconnected from the needle. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.